Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: dislodged stent deployed in a non-diseased vessel. Device issue: dislodged stent. User facility medwatch report received that states, "during cardiac catheterization with angioplasty and stent, the stent became dislodged from the balloon prior to deployment and migrated to the right profunda artery. The physician was unable to retrieve the stent so it was angioplastied to the profunda artery. Pedal pulses present. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). It is possible that during the attempts to advance the sds, an interaction between the stent implant and the anatomy contributed to loosening the stent on the balloon such that, with movement of the sds, the stent implant ultimately dislodged; however, a conclusive cause cannot be determined. There was no report of any damage to the sds or stent implant prior to use that could have contributed to the difficulties experienced. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.